Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer changed supplies to address the issue. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. The customer changed supplies and continued insulin therapy. Customer¿s blood glucose was 300-386 mg/dl.